Manufacturer narrative:
(B)(4). Device evaluation summary: nine-teen unopened samples of product code pdp1924t lot # ml6692 were returned for evaluation. The complaint sample was not received. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device ml6692 number, and no non-conformances were identified. Representative samples turned to support investigation of 6 device issues captured in reports 2210968-2019-82284, 2210968-2019-82285, 2210968-2019-82286, 2210968-2019-82288, 2210968-2019-82289. Analysis results have been included in mw reports for each.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle separated from the suture without using much force during use. There were no adverse patient consequences.